Event description:
Physician reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the diaphragm valve side assessed as cracked valve seat diaphragm valve and partial delamination side assessed adhesive failure. Additional observations: crease flat observed on the device. White particle observed on the inside device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported left side deflation. Device has been explanted.